Event description:
A united states distributor contacted zoll to report that a (B)(6) pt passed away on (B)(6) 2014 while in a (B)(6) nursing facility. The lifevest detected ventricular fibrillation and delivered an appropriate 150j treatment at 00:14:41. The post-shock rhythm was sinus bradycardia. An inappropriate treatment was delivered at 00:44:40. CPR artifact contributed to the false detection. The lifevest was shutdown at 00:44:55. The pt subsequently passed away. The exact time of death is unk.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The equipment was fully functional upon evaluation. There was no device malfunction. There is no indication of this time that the inappropriate treatment during CPR contributed to the pt death. No deficiencies were alleged. Device manufacture date: monitor sn (B)(4): (B)(4) 2012. Electrode belt sn (B)(4): (B)(4) 2009.